Event description:
Medtronic received information that one month after implant, this annuloplasty ring was explanted after the patient presented to an emergency room with left ventricular failure and cardiogenic shock, with suspected ring dehiscence and thrombus. Upon explant, it was observed that the valve was dehisced from the posterior segment of the ring with endocarditis, with bulky tissue almost closing the anterior leaflet. The explanting facility's pathology/microbiology laboratory identified the infection as aspergillus fumagatus. The device was discarded by the pathology department following testing. It was reported the patient was in stable condition with reasonable hemodynamics following the reoperation.

Manufacturer narrative:
The device history and sterilization lot records were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The biological indicator sterility testing on the sterilization load confirms the sterility (sal = 10-6) for the device. Aspergillus is a spore-forming fungus that is ubiquitous in the environment; on average, individuals inhale several hundred spores each day. The spores are eliminated relatively efficiently in healthy individuals, but patients with a compromised immune system are more susceptible to aspergillosis and other diseases caused by the spores. Aspergillus fumigatis, which is a member of the aspergillus genus, is known as the most prevalent airborne fungal pathogen and can cause severe or fatal infections in immunocompromised hosts. Generally, endocarditis related to aspergillus is a rare infection that occurs most commonly after heart valve replacement surgery. Based on this, it is highly unlikely that the device was the source of the infection. It was noted that thrombus and "bulky tissue" (possibly vegetation) were present during explant, which potentially contributed to the partial dehiscence of the ring from the valve. Additionally, the condition of the native tissue significantly affects stability of the ring in the annulus. However, an in-depth analysis regarding the dehiscence could not be performed without device return.

Manufacturer narrative:
The device was discarded by the explanting facility. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional investigation is in progress. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.